Event description:
During bone prep, the mics handle fell off. The screw was retrieved. The case proceeded successfully. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. It was reported that during bone prep, the mics handle fell off. The screw was retrieved. The case proceeded successfully. Product evaluation and results: mics-(B)(4). Sn#(B)(6). RMA#(B)(4). Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual loose screw in handle. Did not pass inspection. Disposition: rtv. Product history review: review of device history records indicate (B)(4) devices were manufactured under prodex lot k0chc and (B)(4) devices were accepted into final stock on 03/29/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0chc shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep, the mics handle fell off. The screw was retrieved. The case proceeded successfully. Case type: tka.